Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: visual and microscopic analysis of the returned device identified: flat creases, curved openings with striated edge and a weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6.